Event description:
It was reported initially reported that the patient experienced a loss of therapeutic effect (movement disorder problems had returned) from their implantable neurostimulator (ins). It was noted that it had been "years" since they were seen by their physician (2009). Additional information received reported that the patient had been having troubles with seizures for the past 6 months and did not have any control over their arms or legs. The patient was on vacation in indiana and had an appointment with their neurologist on (B)(6) 2012. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_ext, lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product type: extension. Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product type: extension. Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product type: programmer. Patient product ID: (B)(4), lot# v111315, serial#, implanted: (B)(6) 2008, explanted:, product type: lead. Product ID: (B)(4), lot# v014889, serial#, implanted: (B)(6) 2008, explanted:, product type: lead. (B)(4).